Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with swelling around the device pocket. The following day fluid was drained from the pocket during an exploration procedure. The fluid was sent to the hospital's laboratory for a culture. The field representative noted that previous blood cultures had been negative for bacteria. Shortly after the pocket was closed, the patient developed a hematoma. The physician opted to turn tachycardia therapy off in the device and perform another pocket exploration procedure, where the device pocket was re-evacuated of fluid. Further information was received that the cultures came back positive for a rare skin infection and the system was extracted. The field representative noted that a boston scientific field representative was not present at the second exploration procedure or the explant procedure. No additional adverse patient effects were reported.